Event description:
According to the information received, the lens is cloudy. We visually inspect the lenses. The lens was in working order prior to use. Robotic hernia repair. No patient information. The surgeon was able to complete the procedure with a new lens. There was minimal delay, no more than 3 minutes. No death or (unanticipated) serious deterioration in state of health reported.

Manufacturer narrative:
The device was returned to our us facility as documented in section d9, and will later be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).